Event description:
It was reported that the customer had a button error on the insulin pump. Customer's blood glucose level was 98 mg/dl. It was found that the customer was sweating often. Customer was advised that sweat can sometimes cause a button error due to moisture. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.